Event description:
The account alleges that the brakes would not hold in locked position.

Manufacturer narrative:
The technician replaced the caster base with a rod brake system and replaced the left and right foot supports and calf supports due to excessive wear and rusting, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.